Manufacturer narrative:
The lead was returned without identified device or use problem. A full lead was returned in two pieces for analysis. A malfunction based on analysis was found. Visual inspection of the lead found an external abrasion breaching the optim sheath at 21.5cm to 22.8m from the distal tip only due to friction to another device or features of the patient anatomy distal to the suture sleeve tied down impressions. No other anomalies were found.

Event description:
This report is to advise of an event observed during analysis.